Event description:
Boston scientific received info that the pt with this right atrial (ra) lead suffered from twiddler's syndrome resulting in a lead dislodgement. A revision procedure was performed successfully. No adverse pt effects were reported as a result of this procedure.